Event description:
It was reported that at the one month follow-up after a routine device change-out procedure, the right ventricular (rv) lead had no capture and was not sensing in either unipolar or bipolar pacing configurations. At high output, the rv lead was capturing the right atrium and a lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).